Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bard brachystar fastfill seed implant needle with antistatic plastic hub and bone wax tip insert information for use do not use if package is opened or damaged. Nonpyrogenic. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations. An 18 gauge needle with ergonomic stylet hub, etched cannula tip, cannula centimeter markings, stylet seed markings and embossed arrow indicating tip orientation, for placement of radioactive seeds in the prostate gland. Indications: for placement of radioactive seeds in transperineal implant procedures. Indications: for placement of radioactive seeds in transperineal implant procedures. Directions for use: using typical facility protocol, load needle with seeds and seed spacing media. Puncture perineal skin with needle. Under ultrasonic guidance, locate needle in desired prostatic area per treatment plan. Hold stylet while pulling back on cannula to place the seeds. Remove stylet and cannula assembly. Caution: using the stylet with excessive force to manipulate lodged seeds may damage the seed. Caution: needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point, is damaged." (B)(4).

Event description:
It was reported that upon opening the package, the user found the needle was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon opening the package, the user found the needle was bent.